Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was received and reviewed. T-wave oversensing was noted on a stored episode from two years earlier. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.